Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two unspecified mentor saline breast prostheses, experienced left side deflation and right breast capsular contracture post-operatively. As a result, the patient underwent bilateral removal and replacement with a 450cc mentor memorygel breast implant on the left side on (B)(6) 2019. No information was provided for the replacement device on the right side. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 2/7/2019, mentor became aware that the capsular contracture that the patient experienced was baker grade iii. Mentor also became aware that the patient underwent removal and replacement with a 450cc mentor memorygel breast implant, catalog: 3504504bc, lot: 7481521, sn: (B)(4). On 2/15/2019, the product investigation summary was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered several creases on both views of the product. No other anomalies were discovered. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).